Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not charge with cable and adapter. The product was returned and investigated for the power issue, however during visual investigation, burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn marks were observed. Reader powered on with button depression. Reader was successfully communicated with software and was observed to be charging. Customer stated that the reader was not charging. Event log 57 with value 1 was observed from column k in the reader log. Visual inspection has been performed on the usb charger and charging cable and cable was observed to be damaged due to use related issue and contamination. Visual inspection was performed using a digital microscope on the returned products and burn marks were observed on the reader's housing. Contamination due to liquid ingress was observed during the inspection of the usb charging cable, confirming the observations made in the previous phase investigation. No other abnormalities were observed on the returned devices. The returned reader was de-cased again and visually inspection a second time. No signs of damage or other abnormalities were observed on the returned reader's printed circuit board assembly (pcba). No burn marks were observed. Reader usage data was inspected, and the reader was found to have been paired with many sensors and to have performed multiple scans. The devices were brought to the bench for testing. The returned reader was able to power on with a button depression, test strip insertion, and usb cable insertion. The returned reader was charged using a known good power adapter and a known good usb cable for one minute while awake and one minute while in sleep to observe if the reader became too hot to hold. The returned reader was observed not to be too hot to hold. The returned reader was de-cased again, and its battery volatge was measured while charging. Off-current consumption testing was performed to check that the off-current draw of the returned reader was within specification in its off state, indicating the reader was not drawing any excessive current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and no hotspots were observed during the inspection, indicating that no components on the returned reader were heating up to the point of causing thermal damage. A reader self-test was also performed to check the functionality of the sensor, and a pass message was observed at the conclusion of the test, indicating the reader was fully functional. The usb charging cable was also tested via cable tester and an open circuit was observed during the test, indicating the usb cables internal connections were affected by the observed contamination. The usb charging cable was also tested with the returned reader, a known good power adapter, and the returned battery. The known good reader was unable to be connected to a computer and the known good battery did not charge, indicating the usb cable was not functioning as intended. No burn marks were observed on the reader's pcba, indicating the burn marks observed on its housing were not produced by the reader's battery or power circuitry, thus, were caused by external factors. The contamination on the usb charging cable was determined to be due to liquid ingress and is also not indicative of a product defect. Therefore, this issue is not confirmed due to user error (damage from external factors) as the returned reader, usb cable, and power adaptor passing all testing. No evidence of a product malfunction occurring with the returned reader or usb cable were observed. The power adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time power adapter has not yet been received. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not charge with cable and adapter. The product was returned and investigated for the power issue, however during visual investigation, burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.